Manufacturer narrative:
Due to character limitations initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The issue was isolated to the faulty electrodes. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The customer's electrodes are not available for further evaluation cause they were scrapped by the customer.

Event description:
A customer contacted stryker to report that their device failed to read ECG trough connected electrodes. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.